Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings. The customer's blood glucose reading was 46 mg/dl. The customer stated that she is unsure why her blood glucose is low. The customer treated with food and tablets. Customer declined to troubleshoot for low blood glucose readings.